Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray stopped during a procedure. Review of the system log file showed that x-ray generator errors due to xray tube defect. The fse replaced the xray tube. After replacement of the xray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that x-ray stopped during a procedure. There was no report of harm. Philips has started an investigation of this complaint.